Manufacturer narrative:
On 6-apr-2026, the product investigation was completed as the complaint device was not returned. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31704649l and internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
After an atrial fibrillation ablation with thermocool smarttouch sf catheter, the patient experienced paleness with respiratory arrest and cardiopulmonary arrest (cpa). The patient went into code blue and chest compressions were initiated. During preparation of coronary angiography (cag), return of spontaneous circulation was observed. Cag showed no coronary artery stenosis or occlusion. The patient left the room. The patient experienced hypoxic encephalopathy for approximately one week and was subsequently diagnosed with brain death. The report indicated that after the ablation was completed with thermocool smarttouch sf catheter, no effusion was observed by echocardiography. During the procedure, atrial septal puncture was performed by rf (radiofrequency) needle. The physician¿s assessment of health hazard was serious. The physician¿s comment on relationship between the event and the product was that the event was not caused by the ablation. It is possible that the patient developed respiratory depression from some other cause, or that cpa occurred secondary to heart failure. No extension of hospitalization was reported initially, but additional information indicated that the patient hospitalization was extended due to hypoxic encephalopathy. No abnormalities observed prior/during use of the product. The medical history / treatment history / other diseases currently under treatment was heart failure. Until the patient left the room after the ablation was completed, no hospital staff had noticed that the patient was not breathing. At present, an investigative body was investigating the circumstances at that time in the hospital.

Manufacturer narrative:
On 16-feb-2026, bwi received additional information regarding the event. A safety committee was set up in the hospital on (B)(6) 2026. Ablation has been suspended until countermeasures are determined. The patient's current status is unchanged. The patient is still in the hospital with brain death status. As a result, section b2 was updated with the selection for "death". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).